Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged a discrepant result when using the kit cobas 6800/8800 sars-cov-2 192t. According to the customer the patient sample initially tested positive for sars-cov-2,u sing the cobas® liat® system. Upon retesting on the cobas® 8800 the result was negative for sars-cov-2. Although requested, no further information was provided regarding sample collection or whether any of the results were reported to the patient. To date no allegation of harm or injury is alleged. Investigation is in progress.

Manufacturer narrative:
Review of the data indicates that the sample has a late CT value with a low viral load at the limit of detection (lod) of the scfa assay additionally, the difference between the cobas® liat system and the cobas® 8800 system in the dual-target design of both systems could further explain the sample discrepancies. No product problem related to the customer allegation was identified. (B)(4).